Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
On (B)(6) 2016, information was received from a consumer and healthcare provider (hcp) regarding a (B)(6)-year-old, female patient who was receiving baclofen (lot number unknown) 500mcg/ml at 64 mcg/day and sufenta 250mcg/ml at 32 mcg/day via an implantable pump for non-malignant pain. On an unknown date in (B)(6) 2016, the patient got the poor communication screen on her personal therapy manager (ptm); the ptm was not working with or without the antenna. The patient put brand new batteries in the ptm to check it. On (B)(6) 2016, the patient went to her hcp for a refill and the hcp could not refill the pump. X-ray/fluoroscopy determined the pump had flipped. That was the cause of the poor communication. On (B)(6) 2016, the patient had surgery to reposition the pump properly. The ptm then worked fine. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.